Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the evaluation or if additional information becomes available.

Event description:
The wife of the home patient contacted baxter's technical service representative (tsr) to get assistance removing the cassette from the homechoice device because her ill husband had passed away while at home. The patient was in the initial drain phase of therapy. The tsr provided the caregiver assistance in ending therapy and removing the cassette. The following is additional information gathered from the patient's nurse: cause of death is unknown. An autopsy was not performed. Per the nurse, the patient had a disease (unknown) and the death was not related to peritoneal dialysis therapy. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for rls 151 (volumetric standard left pressure leak) but passed the rite electrical test. The pal (product analysis lab) evaluated the device. An inspection of the manifold revealed the vsl transducer tubing was damaged and leaking. All transducer tubing was then replaced. Three simulated therapies were performed and completed successfully. Accuracy confirmation and temperature verification tests were performed and passed. A review of the device logs revealed no anomalies, no instances of iipv (increased intra-peritoneal volume) and no occurrences of rls 151 during the hp's use of the device. A review of the device's service history review revealed no issues related to the reported incident. No device failure or malfunction was identified that could have caused or contributed to the home patient passing away. The assignable cause for rite test failure - rls 151 was determined to be a damaged vsl transducer tubing. The device will be routed to the service area where the transducer tubing will be scrapped. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.